Event description:
Reported due to stroke. In 2006 a physician successfully deployed and retrieved an emboshield into the right internal carotid artery. This was followed by pre-stent dilatation with another brand of balloon. The xact stent was successfully positioned and deployed and followed by post-stent balloon dilatation with another brand of balloon. It was reported that visual estimate of final stenosis at the target lesion was 10%. Immediately post-proceudre, the pt had distal embolization of the anterior cerebral artery noted on angiogram same day. The pt experienced symptoms of slurred speech and left arm hemiparesis. Tenecteplase (tnkase) was given intracerebrally with minimal improvement. The pt was transferred to the ICU for further monitoring. Three weeks later, the pt remains hospitalized with a hosp course complicated by recurrent epistaxis, aspiration pneumonia requiring intubation, and acute renal failure requiring dialysis. There is no significant change in the pt's neurological status. The pt continues to have expressive aphasia and left arm hemiparesis.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history review in this case.